Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received this report is late due to a delay in receiving paperwork.

Event description:
It was reported that the lead dislodged at implant then again sometime after one month follow-up. The lead was subsequently replaced.